Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that doctor inserted the angio-seal to deploy and the device was unable to fully click into the sheath portion of the angio-seal. The doctor was then unable to pull back to set the anchor. The doctor cut the device below the sheath hub and proceeded to manually deploy the device. The patient was reported to be stable. It was reported that the procedure was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal vip device was returned for evaluation. The angio-seal device was returned with the arteriotomy locator. The returned components were subjected to visual analysis where a blood-like substance was observed. The hemostatic sheath hub was mated with the deployment sleeve which was in the forward lock position with the color bands fully concealed. A portion of both the hemostatic sheath and the carrier tube assembly were severed. The distal portion of the hemostatic sheath measured 4.577". The distal portion of the carrier tube assembly measured 4.405". The tamping tube was still present within the severed carrier tube assembly. Neither the anchor nor the collagen were returned. There was no portion of the suture exposed. Functional testing was conducted by sliding the deployment sleeve into the rear lock position to inspect if the hemostatic sheath was properly mated with the deployment sleeve. The deployment sleeve was able to be slid into the rear lock position. The hemostatic sheath and the deployment sleeve were properly mated. There was no abnormal resistance experienced when the deployment sleeve was moved into the rear lock position. The complaint was able to be confirmed for deployment difficulties based on the returned device as the hemostatic sheath and the carrier tube were returned severed. The resistance that the user described could not be replicated due to the condition of the returned device. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined.